Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported the balloon of three endotracheal tubes would not stay inflated. All 3 tubes failed consecutively in the same patient,. The caller does not know if the endotracheal tubes were pretested and does not know where the leaks were. The patient was reintubated with a fourth tube. The patient is ok at this time and is in critical care on a ventilator. The ventilator settings are not known. The tubes were discarded and the patient had a fever for three days and shortness of breath. One medwatch report has been submitted for each tube on our references: (B)(4) 2936999-2016-00745, (B)(4) 2936999-2016-00746, (B)(4) 2936999-2016-00747)